Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 264 mg/dl. Customer stated that the numbers were scrolling non-stop. Customer also had a failed battery test alarm. Troubleshooting was performed and the customer did not receive another failed battery test. Customer was advised that the pump will need to be replaced due to the keypad anomaly. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No display anomaly was noted. The insulin pump powered up properly and no failed battery test alarm was noted. All operating currents were within specification and the insulin pump passed the displacement test and self test. The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a scratched reservoir tube window.